Event description:
During removal of the distal end of the tpn, the proximal end of the line could not be located (approximately 6-8cm). The incision was sutured and patient was referred to radiology, where cxr was performed. The line was removed successfully by interventional radiology via cardiac catherization.

Manufacturer narrative:
Evaluation: the used device was returned in two pieces. An examination found the catheter shaft separated approximately 1.5cm from the suturing rings. Occlusions were also noted throughout the separated section. Investigation of the separated section observed what appears to be a side port created by the physician, just below the cuff. The condition of the returned device suggests that tubing became occluded and pressurized until rupture and separation occurred during removal.